Event description:
Per importer's MDR: (B)(4). It was reported by the territory business manager that the in66ahanfr insignia mechanical wheelchair had a broken crossbrace linkage. There was no injury reported.